Event description:
"Doctor performing turp surgical procedure using stryker endoscopy high intensity light. Patient sustained a left lower quadrant burn from the light cord." Light cord part number not yet provided.